Event description:
Allegedly, the end user was struck by a motor vehicle while operating the motorized wheelchair in the roadway. As a result of the alleged incident, the end user received multiple injuries and required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the motor vehicle was operating recklessly and struck the end user who was operating the motorized wheelchair.